Manufacturer narrative:
E1: first name and last name of initial reporter is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having oblique lumbar interbody fusion (olif) therapy was performed on l1/2 for instability due to adjacent intervertebral disorder. It was reported that during cage insertion, the sleeve dislodged from between the vertebrae, requiring a reset. Upon reattaching the cage outside the surgical field, the threads at the connection point between the cage and inserter were worn, making it impossible to secure. A replacement product of the same size and lot was used, and the operation was successfully completed without complications. The patient experienced no health damage, and no debris was left in the body. The device was explanted and returned for further evaluation. The procedure experienced a delay of less than 60 minutes, but no extended hospitalization or adverse outcomes were reported. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of product:4986840, lot:12se, visual and optical inspection confirmed the threads of the spacer have been damaged/stripped. The damage is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.